Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was unable to be implanted due to failure to capture. No new lead was implanted and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The stylet was returned in the lead. The helix was extended and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was unable to be implanted due to failure to capture. No new lead was implanted, and no adverse patient effects were reported.